Event description:
The physician attempted to deploy a resolute integrity 3.00 x 34 mm rx drug eluting stent. The target lesion was in the mid circumflex, had little calcification, 70% stenosis and its diameter was 3.00mm. The device was removed from its packaging, was inspected and a negative prep performed with no issues noted. Some resistance was encountered when advancing the device to the lesion. Little force was used when advancing the device. During the attempted stent deployment two attempts were made to inflate the balloon. Balloon rupture was noted on the first inflation, at 6 atms. Upon removal, the balloon was tested in water and bubbles were observed in the proximal end of the balloon. The procedure was completed using another medtronic stent. There was no patient injury. Device evaluation: the 1st proximal segment and 1st distal segment were partially expanded. The 21st, 22nd, 23rd and 24th proximal segments were partially deformed. The proximal and distal balloon folds were partially opened and disturbed. The hypotube was kinked immediately distal to the strain relief. The device was returned with the procedural inflation device attached. Difficulties were encountered detaching the inflation device as it had been over tightened when connecting to the device luer. Visual inspection confirmed a longitudinal crack on the luer. Negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the proximal balloon pillow. A pin hole with lead in scratches on the proximal side was visible on the outside of the proximal pillow balloon fold.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (balloon rupture is listed in the IFU as a potential adverse event). Patient¿s condition affected effectiveness of device (70% stenosis and a little calcification). Deformation problem. Evaluation conclusions: known inherent risk of a procedure (balloon rupture is listed in the IFU as a potential adverse event). Device failure related to patient condition (70% stenosis and a little calcification). (B)(4).